Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number (B)(4) and lot number 3342139. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.

Event description:
It was reported that bd insyte autog bc catheter cracked. The following information was provided by the initial reporter: crack in catheter that caused bleeding and need to start a new IV. 1. The patient had some bleeding from the site of the cracked catheter head that meant the IV/catheter had to be removed and a new one reinserted. No further health impacts other than having to have an extra IV stick. 2. No serious event/injury to healthcare workers involved.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.